Manufacturer narrative:
Although according to the hospital there are no negative clinical effects for this patient due to this issue, a risk to the patient's health could not be excluded for these specific circumstances, since apparently a screw was placed in the vertebrae in a different position than intended, with the brainlab device involved. Brainlab could not yet retrieve all relevant information to conduct a full investigation of this specific event. Brainlab will continue the follow up with this hospital to be able to perform a comprehensive investigation including according conclusions. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A spine surgery was planned to be performed with the aid of the brainlab navigation device. During the procedure the surgeon placed a screw into the patient's vertebra with the aid of navigation. According to the information provided by the hospital, when placing the screw the navigation showed the according trajectory to be parallel to the disc, which is the position that was planned and intended by the surgeon. However, when reviewing the actual placement of the screw, the screw position was in a different angle than intended, pointing in the direction of the disc. The screw placement was determined by the surgeon to be not as intended but still acceptable. The surgery has been completed successfully and according to the hospital there are no negative clinical effects for this specific patient.